Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond the customer's blood glucose was 121 mg/dl.